Manufacturer narrative:
(B)(4).follow-up information:physio-control further evaluated the device and observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control service representative that the customer's device had a charge-pak, service wrench and attention icons in the device's readiness display. During the evaluation of the device by physio-control it was observed that the device would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on anymore. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.